Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left internal carotid artery. After a successful procedure during which a 6x8/40 acculink stent was implanted in the lesion without issue, the patient experienced low blood pressure which was treated with neo. The patient subsequently experienced a stroke. The patient underwent a computed tomography scan (CT) scan which confirmed that the patient was back to baseline. No additional information was provided.